Event description:
The company was informed that the recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. The recipient's device was reportedly discarded and will not return to advanced bionics for analysis. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event a closed. Advanced bionics cannot obtain anymore information due to patient privacy laws. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.